Event description:
It was reported that the patient experienced pain/zapping sensation in the right low back/si area. X-rays were taken and the doctor believes the lead is irritating a nerve causing this symptom. As such, surgical intervention may take place to address the issue.

Manufacturer narrative:
Additional components potentially involved in the event include: scs, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000125000. Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2022 wherein the reported lead was explanted resolving the issue.